Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set cannula kinked event on (B)(6)2024. Event occurred within three hours of insertion. Insertion site was at abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.